Manufacturer narrative:
(B)(4) lot: 14762345 (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore the following: the patient presented with an abdominal aortic aneurysm which was treated with gore excluder aaa endoprostheses. The contra leg component (B)(4) was successfully placed and deployed in the right common iliac artery as per the device instruction for use (IFU). The olive at the tip of the delivery system broke off while retrieving the device catheter through the 16 fr gore dryseal sheath (dsl). The olive was broken at the tip of the sheath but the physician was able to pull back the olive by pulling back the wire of the hub of the dsl and manually by hand remove the olive. None of the device catheter was left in the patient. The patient tolerated the procedure no adverse effects were reported.

Manufacturer narrative:
Engineering evaluation results: the delivery catheter was returned to gore and the engineering evaluation stated the following: the device was returned with the delivery catheter broken at the trailing olive. The polyimide guidewire lumen had pulled out of the trailing olive bond. There was evidence of a bond in the trailing olive. The dry seal sheath was not returned and could not be evaluated. The findings from the evaluation are consistent with the physician¿s observations for catheter separation. The root cause for the broken leading end of the catheter could not be determined with the currently available information.